Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 78045li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. Retained reagent kits of lot number 78045li00 were tested in a sensitivity setup including internal sensitivity panels and the positive control across two analyzers. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 78045li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 78045li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false non-reactive (0.68 s/co) architect anti-hcv result for one sample (B)(6) . The sample was retested on an alternate reagent lot generating reactive (1.05 and 1.83 s/co) as well as grayzone (0.95 and 0.96 s/co) results. No specific patient information was provided and no adverse impact to patient management was reported.